Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test. Pump received with scratched case, cracked keypad overlay, cracked reservoir tube lip and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the pump had a crack around the reservoir area . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.